Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Deficiency of the packaging could lead to a breach in the sterility of the device. Loss of sterility could lead to the harm of infection. Therefore the possible cause of the infection may be due to packaging deficiency. Root cause for the packaging deficiency. Root cause of the infection could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tka operation was performed, the patient was implanted with product that was recalled due to sealing issues. After the surgery, five months later, the hospital was alleged that the patient was infected.

Manufacturer narrative:
Medical product: persona cruciate retaining femoral, catalog#: 42502606402 lot#: 63513255; persona stemmed tibial component, catalog#: 42532007902 lot#: 63322460; persona articular surface, catalog#: 42522100910 lot#: 63179213 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a3, g3, g6, h2, h6.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).the bone cement was used and is not considered returnable. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised due to infection 5 months post primary total knee arthroplasty. No further information is available at this time.